Manufacturer narrative:
(B)(6). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported that the piece of reservoir compartment was broken off and there was crack all the way through window of reservoir. Blood glucose level was 265 mg/dl at the time of the incident. It was also reported that reservoir was able to lock in place. The insulin pump will be returned for analysis.